Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) was implanted, the visual acuity was not clear for the patient .the lens was exchanged for a different lens two weeks after initial implantation.